Manufacturer narrative:
The reported event of failure to advance stylet/wire was not confirmed. As received, a complete lead was returned in one piece. The stylet/wire that was used in the field was not returned with the lead. Stylet insertion test was performed, and the stylet was able to be inserted all the way to the distal region and was able to be removed with no anomalies noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-36812. Related manufacturer reference number: 2017865-2021-36814. It was reported that during an implant procedure on (B)(6) 2021 the atrial lead, right ventricular (rv) lead, and left ventricular (lv) lead were implanted in succession. The atrial lead was implanted successfully. When implanting the right ventricular (rv) lead, the stylet couldn't be fully inserted and a new stylet was used, prolonging the surgery. When implanting the left ventricular (lv) lead, there was high capture threshold and device sensing problem, further prolonging the surgery. Due to the prolonged surgery the patient developed a stroke, the operation was stopped and the atrial, rv, and lv leads removed. The patient was stable.